Event description:
(B)(6) advised works for the (B)(6) facility and they own the mesh sling with no commode opening in size large (B)(6) advised all information is faded off sling but it says invacare and they one ones they use. (B)(6) advised resident was in sling and transferring from bed to wheelchair. (B)(6) advised both green straps that were holding residents back broke and causing resident to fall to the floor and fell on head and neck area of her body. (B)(6) advised called emt and resident was taken to the hospital. (B)(6) advised hospital did a cat scan of head and neck and found cervical strain. (B)(6) advised resident was transported back to facility on same day with a prescription for flexiral. (B)(6) advised took x rays of residents back at facility on (B)(6) 2017 and found no fractures or breaks. (B)(6) advised facility owns sling. (B)(6) advised facility has other slings to use. (B)(6) advised still has sling. (B)(6) could not provide any further information. No return done at this time. (B)(6) will contact provider where purchased and have them contact invacare directly to have sling returned. Additional information from RMA (B)(4)? Per (B)(6) at direct supply she stated that her customer alleged that at 11:14am on (B)(6) 2017 (B)(6) from central supply called on behalf of (B)(6), director of nursing. She called to report an incident that allegedly involved the following product or device. Invacare sling. (B)(6) reported that the following occurred on (B)(6) 2017: staff was getting the resident out of bed to get ,in her wheelchair and the sling gave away and the resident fell to the floor. There was no visible fraying on the sling. The following injuries allegedly occurred? Resident had a head injury. She was sent in for a possible concussion. (B)(6) reported that the injured party was treated at a hospital/clinic and released. The product has been taken out of use. The resident's weight is 309 lbs. (B)(6) said that at the time of the incident, there were 4 staff members present; their titles are: 3 certified nursing assistants and 1 therapist when asked about an ideal outcome. (B)(6) said they would like to get this sling picked up as soon as possible and sent in for evaluation. They would like a replacement sling sent. They would also like assurance that this would not happen again in the future with their invacare slings and a report from invacare on their findings after the evaluation. Upon further contact with the complaint reporter. It was discovered that the sling involved in the reported incident was manufactured by drive medical; it is not an invacare device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).